Manufacturer narrative:
Analysis of the desktop charger ((B)(4)) found that it had a broken connector tip. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are:product ID 37761 lot# serial# (B)(4). Product type : recharger.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the recharger was not charging, and the metal piece of the connector pin fell off a couple days ago. The patient turned their implant off because they could not charge it. The desktop charger was replaced. No symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.